Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal. Subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.